Event description:
It was reported that the patient¿s urination was not improving and was the same as before implant. The patient knew how to increase and decrease stimulation. It was noted that the patient had their implant done in another state because their daughter lived there and had great success with their therapy. About 3 weeks ago the patient had a little blood in their urine and they spoke to a health care provider (hcp) and they suggested the patient decrease their stimulation down from 1.2v to 0.8v. It was reported that the patient had the blood in their urine for about 5 to 6 days and after decreasing stimulation the blood in their urine stopped. The patient wanted to talk to the aide or hcp¿s assistant that was assigned to them. It was later reported that the implanting hcp wasn¿t concerned and the patient said they had hemorrhoids. The patient said they turned the amplitude down and the blood went away. It was noted that the local manufacturer representative was now in contact with the patient and was referring them to a local hcp. It was further reported that patient had a loss of therapeutic effect and the therapy was not managing their symptoms for a couple of months. The patient reported therapy was not working as expected and they would like to meet with manufacturer representative for the device check and reprogramming. It was later reported three days later that patient¿s appointment was scheduled for (B)(6) 2014 for patient to be taught how to use the programmer and do programming adjustment by the manufacturer representative and the hcp. The patient had never changed programs or turned stimulation up or down and the patient was not unwilling to do it over the phone. The manufacturer representative believed that the appointment would help the patient with efficacy. It was further reported that the patient still had concerns regarding their device or therapy but was working with their hcp or manufacturer representative. The patient wanted the responsible individual to call them. It was later reported that the manufacturer representative did meet with the patient at their hcp¿s office on (B)(6) 2014. They interrogated the implant and found no issues. The patient was of advanced age and said that their symptoms had improved and that they did not want to change anything at this time. The manufacturer representative retaught the patient how to use their programmer and asked them to contact their hcp with any issues in the future. It was further reported that the patient was feeling stimulation in the rectal area. The patient did not get therapy post implant and then it began to work and they got more sleep at night. It continued to help the bladder, but the patient could not say how much it was helped. The stimulation was already quite low and the patient thought it was at 0.8v. The patient had a heart attack in (B)(6) 2014 and that was when the rectal stimulation sensation started. It was also noted that the rectal stimulation started in (B)(6) 2014. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical devices: product ID: 3889-28, lot# va0h2fy, implanted: (B)(6) 2014, product type: lead. Product ID: neu_pt m_prog, product type: programmer, patient. (B)(4).